Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, lead helix could not be extended during helix mechanism test. Procedure was completed using another lead. Post-procedure, it was noted that the helix could be extended using another clip-on tool. It was believed that there was an issue with the engagement between clip-on tool and the connector pin. Patient¿s condition was stable.